Event description:
It was reported the device gave a "no disposable" alarm. No patient injury reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There were missing screws which caused a loose air bubble sensor. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.